Manufacturer narrative:
During inspection and testing, foreign material found in the forceps elevator was suspected to be due to insufficient cleaning of the device. In addition, service found there was a leakage due to a cut on the bending section cover, the objective lens was chipped, the adhesive on the bending section cover was detached, the coating on the connecting tube was peeled off, the connecting tube was scratched and wrinkled, the grip was dirty, the scope connector cover was scratched and discolored, the control unit was dirty, there was a pinhole on switch button #2, switch button #3 was scratched, the universal cord was scratched and discolored, the scope connector was dirty and dented, and the bending angle in the up/down/left/right directions were out of specification due to wear of the angulation wire. There was play in the up/down and the right/left angulation knobs due to wear of the angulation wire. The plastic distal end cover was dented and dirty, and the light guide lens was scratched. The investigation is ongoing; therefore, the root cause of the reported event (foreign material in the forceps elevator) cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The subject device was returned to an olympus service center with no alleged complaint. Upon inspection and testing of the returned device, it was observed there was foreign material in the forceps elevator. There was no patient or user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause foreign material was that reprocessing steps recommended in instructions for use were not performed completely due to water leakage from device which made foreign material remained at/around forceps elevator. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.